Event description:
According to the reporter, during a gastrectomy at the first firing while resecting the stomach, the firing stopped about halfway through. The surgeon mentioned that the jaws have been opened during firing under the mistaken impression that the firing cycle had already completed, potentially due to the longer firing time associated with thick stomach tissue. A new device was taken out and used and an additional sutures were performed. As the stomach was to be resected in multiple stages, the procedure was carried out as originally planned, and there was no patient injury.

Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot # p5k1275); sigphandle, sig power sigphandle handle, (serial # (B)(6)); sigpshell, sig power sigpshell control shell, (lot # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.